Manufacturer narrative:
Corrected data: the device serial number (B)(4) was erroneously omitted in the initial report submitted on 8/19/2019. Additional information: on 10/2/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was erroneously submitted in the previous report: PMA/510k date received by manufacturer - 11/5/2019. Report source - other. Corrected data: the correct date for PMA/510k date received by manufacturer is 11/6/2019. The report source reported in the initial report (foreign, distributor) is the correct report source. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample an area of parallel lines of shell wear were observed on the anterior aspect. Also a tear was observed within shell wear measuring approximately 1.0 cm. No additional anomalies were observed. Shell wear suggests in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel breast implants 250cc and experienced bilateral rupture which was confirmed by ultrasound. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 225cc, catalog number: 3542251, lot number: 7632605 on (B)(6) 2019. This report is for the right side.